Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from log file review that there was power consumption above normal operating range. It was then stated that the patient was admitted to the hospital with high watts and suspected thrombus. It was stated that the patient was heparinized and then tissue plasminogen activator (tpa) treatment was given and parameters stated to returned to normal. Patient was stated to be stable with no complications. The ventricular assist device (vad) remains is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The pump was not returned for evaluation. The reported event of "power consumption above normal ope rating range" was confirmed via log file analysis. Review of log files associated with the event revealed an increase in power consumption beginning on (B)(6) 2017 to parameters outside of normal power consumption. 5 high watt alarms were logged since (B)(6) 2017. The increase in power seen in the log files can be correlated to the suspected thrombus mentioned in the event description. It was reported that the patient was given (tpa) treatment and parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of high power event may be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.